Manufacturer narrative:
(B)(4). This report has been identified as b. Braun internal report # (B)(4). Several attempts made to the facility for additional information and for the actual sample have not been successful. A historical review of the customer complaint database revealed that no adverse quality trends were identified during the complaint review process for item #4252560-02. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. All available information has been provided to the actual manufacturer. If the sample and/or additional pertinent information becomes available, a follow up report will be filed. (B)(4).

Event description:
As reported by the user facility through medwatch: "registered nurse was using an 18 guage braun introcan safety IV catheter to start a patient's IV and the safety device had not engaged and she suffered a contaminated needle stick." Medwatch (B)(4).